Event description:
It was reported that the device had failed patient side occlusion and rate accuracy. The customer mentioned that the readings too low and would not allow them to recalibrate within the software and something they should be able to do without sending out. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.